Manufacturer narrative:
The subject device was not been returned to omsc. Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿clinical study of f-tul for kidney stones in our center¿. The literature reported the result of the tul procedures for kidney stones in 371 cases and the procedures were conducted between january 2007 and december 2017 at the user facility. In the procedures, olympus uretero-reno scope model urf-p5, urf-p6 and urf-v were used and 9 cases of ureteral injury, 1 case of under the kidney capsule hemorrhage, 3 cases of the ureteral stenosis, and 13 cases of pyelonephritis as complication reportedly occurred. Any further detailed information have not been obtained at this time. Omsc is submitting MDR according to the number of types of the adverse events. This is 2 of 4 reports.(related to under the kidney capsule hemorrhage).